Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition. Once the investigation is complete, a follow up report will be filed. (B)(4).

Event description:
We try to use suction cup during an emergency cesarean section, the product was not functional. (Postponement of the intervention, prolongation of hospitalization, loss of transient function) widespread disorganization, malfunction of the service.

Manufacturer narrative:
Distribution history the complaint product was manufactured at csi in july 2018. Manufacturing record review the DHR was reviewed and no non-conformities, related to the complaint condition, were noted. Historical complaint review a review of the 2-year complaint history did not show similar reported complaint conditions. Product receipt the vad device was visually evaluated in the bio-lab and it was found to be free of any obvious damage as returned inside a small corrugated box in a glad zip-lock bag. Visual evaluation the vad device was visually evaluated in the bio-lab and it was found to be free of any obvious damage . Functional evaluation the vad device was functionally tested on a bio-lab tabletop and using a small latex glove to create a seal on which a vacuum could be manually pulled and attained. The vad was able to attain proper vacuum and maintain it without any leak during testing for over five minutes before the vacuum was released. The functional testing was re-performed several times, and each time the vad performed as intended. Root cause root cause not applicable as the complaint condition was not confirmed. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
It was reported that the cup was used during an emergency cesarean section, but the cup was not functional. No harm reported to mother or baby. No additional information has been provided. Mystic ii mushroom cup 10057 e-complaint (B)(4).